Event description:
It was reported that during device change out, the left ventricular (lv) lead broke in half. The remaining half of the lead was left in the patient and the lv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product summary: the proximal segment of the lead was returned and analyzed and no anomalies were found. The analyst noted multiple locations where the outer insulation of the lead segment were extrinsically melted and breached. It was also noted that both the proximal and distal conductors of the lead segment became extrinsically fractured due to melting. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947, implantable pacing lead, (B)(6) 2007; 5076, implantable pacing lead, (B)(6) 2007. (B)(4).